Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system has shown a deviation of the actual value for o2 displayed by the device during maintenance. There was no patient involvement.